Event description:
When the product was removed from its packaging, the surgeon found a crack in the autoincisor handle. This occured with two devices. The devices were not used and there were no adverse patient consequences as a result.